Event description:
Patient has been revised to address infection and inflammatory pseudotumor.

Manufacturer narrative:
The complaint review confirmed the products manufacturing and sterility conformance. No further information was received. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr xl acetabular system - right hip. Reason(s) for revision: infection (tested and positive culture confirmed). Update rec'd (B)(4) 2013 - patient demo's, x-ray & CT notes, surgery dates & stem details. X-rays dates on (B)(6) 2013: bilateral prosthetic joint firmly in place, no obvious dislocation or fracture phenomenon, the surrounding soft tissue swelling. CT dates on (B)(6) 2013: bilateral upper acetabulum in multiple low-density shadows, there are several cystic mass between the right iliopsoas muscle, medial gluteus medius, pectineus muscle and external obturator, with clear boundary. Diagnosis: inflammatory pseudotumor formation after bilateral hip replacement(right 15x10x10cm. Left 5x4x3cm cystic mass).